Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the reported device failure was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating peep blower failure. There was no patient injury reported as a result of this incident.